Event description:
Btk cto case with noted ca++. Unable to advance primary guidewire (prowater) , so corsair pro (cp) advanced otw to facilitate. Cp torqued x3 rotations and primary operator noted that tip was separated from device. Cp removed from body and snare advanced to retrieve tip of catheter. No pt sequelae noted. No retainment of any part of device. Procedure completed successfully after conversion to turnpike spiral and more aggressive wire (B)(4). Pt discharged same day. Physician stated device driven into proximal cap before torquing.